Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer experienced high blood glucose level and diabetic ketoacidosis. Customer's blood glucose value was over 400 mg/dl at the time of the incident. Act button was sticking. Infusion set cannula was bent. The device will not be returned for analysis.